Event description:
It was reported the pt is not receiving stimulation due to her scs ipg is being completely depleted. The pt is unaware of ever charging her scs system. The physician desires to replace the scs ipg and possibly the scs lead at a later date. F/u is pending.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.